Event description:
Boston scientific received information that during a routine follow-up appointment, shock impedance measurements were greater than 125 ohms. The patient mentioned that he fell down a month ago. An x-ray was performed and revealed a lead fracture. As a result, a revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.